Event description:
It was reported that immediately following stent implant in the cephalic arch, the patient reported pain in the area of the implant site. Approximately four months later, the patient presented with a "protrusion" beneath the tissue. The physician exposed the area using a scapel and identified a piece of metal that resembled a marker from the stent protruding from the vein. The physician removed the marker without any incidents. A follow up angiogram was performed and showed no extravasation or other complication. The patient was prescribed pain medication and discharged. The patient is reportedly doing well.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The marker has been returned for evaluation. The event investigation is currently underway.